Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 1. The patient's ultrafiltration reading was 1278mls indicating the home patient (hp) drained 1278mls more than their programmed fill volume of 2000mls. This information gives a total drain volume of 3278mls (2000mls + 1278mls), which meets iipv criteria. The home patient had passed away. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv or to the hp's death. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain/false empty detect at initial drain. The device will be routed to the service area.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intraperitoneal volume (iipv) incident. The device passed all testing pertaining to volumetric and temperature accuracy. Based on a review of all available device log data, the most probable cause of the iipv was determined to be: insufficient drain. False empty detect at initial drain. Renal quality engineering, along with plant mfg and qa personnel, will continue to monitor this product line for trends and will take corrective/preventative action as appropriate. The device will be routed to the service area. CAPA is currently listed on the reportable malfunction list for the malfunction of over-delivery/iipv.